Event description:
Severe low and unaware of it. Dexcom share servers have been down overnight with no communication. My fiance didn't get alerted when my blood glucose was severely low and I had an altered level of consciousness. My blood sugar dropped to 45. We rely on this over night every night. If it wasn't working, I would have set an alarm to check regularly through the night before it dropped. FDA safety report ID# (B)(4).